Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited noise oversensing. All electrical parameters remained within range and the noise could not be reproduced via testing. A revision procedure was scheduled and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.